Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed an error code (e333). The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: d8, h3, h4 and h6. Correction on fields: b5, d9 and g2 (health professional was inadvertently unselected in the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for a therapeutic procedure.